Manufacturer narrative:
"Vyaire file identification: (B)(4). A third party field service representative (fsr) went onsite and evaluated the ventilator. It was seen that the unit exceeds the delivery of tidal volume, so they replaced the flow valve. "

Event description:
The customer reported to vyaire medical that the lap top ventilator 2200 exceeds delivery of tidal volume. At this time, patient involvement is unknown with the reported event.